Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient experienced a loss or change in therapy. The patient reported that they had leakage since the past couple of weeks. The patient stated that they were wearing diapers. The patient reported that he had a fall on his butt on (B)(6) 2016 and the healthcare professional (hcp) was made aware. The hcp checked the patient¿s implantable neurostimulator (ins) and leads at a follow up appointment and everything checked out okay. The patient stated that he felt stimulation and was going to try program 2 the day of report. The patient was to contact his hcp if he was still having symptoms. Additional information was received on (B)(6) 2016 from the hcp. The hcp reported that the cause of the loss of therapy/return of symptoms was due to a patient fall on (B)(6) 2016. The hcp reported that the patient came in on (B)(6) 2016 and the impedances were checked and all of that was good. The hcp reported that to try and resolve the loss of therapy they changed the program to 1 at amp 1.90. The hcp reported that the patient felt stimulation in the bicycle seat area. The patient had a baseline of 10 voids interval per day (30 min/1 hr) and a post test of 0. The patient had a baseline of 3 voids per night and a post test of 2. The patient had a baseline of 5 for urgency on a scale from 1-5 and a post test of 0. The patient had a baseline of 8 pads per day and a post test of 4. The patient had a baseline of 10 leaks per day and a post test of 5. The patient had a baseline of 1 catheter per day and a post test of 1 catheter a night. Additional information was received from a patient on (B)(6) 2017. It was reported that the patient does not believe that they suffered a loss of therapy. With 4 different programs they were trying to find the best one for their leakage issues. They had been focusing on programs 1-2 with little success, but went onto number 4 with a setting over 2.0 volts for 24-36 hours. This resulted in an improvement in their leakage problems and they were able to hold their urine to go to the bathroom. The area around their scrotum became irritated and uncomfortable. Since topical crèmes did not help the patient decided to lower the setting on their device to 1.5 volts. This helped to eliminate the irritation and keep the benefits. While the patient still had some leakage there was definitely improvement. The patient stated that they still use diapers but have reduced their use by at least half.